Event description:
Patient reported that since (B)(6) 2021 she has been having different infusion times varying from 45 minutes to 3 hours. Her most recent infusion of gamunex took 45 minutes and pt reported a lot of itching. Tube and needle set have not changed. Rph suggested rotating sites but patient will also be sent a replacement pump due to variations of infusions. No missed dose reported. No adverse event reported. Unknown if device available for return. Unknown pump serial number and expiration date. No further information known. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.